Manufacturer narrative:
This incident is being recorded under (B)(4) as an initial/final. G2: foreign - event occurred in united kingdom e1: telephone-(B)(6). Review of the most recent repair record determined the machined head and width plates were damaged, the reciprocating arm and screws were worn, the needle bearing was incompatible, the external e-ring was missing, the swivel was loose, the control bar was out of position, and the device was out of calibration. The machined head, spring pin, reciprocating arm, screws, bearings, e-ring, and swivel were replaced, the control bar was adjusted, and the device was recalibrated to resolve the reported issue. The width plates were returned as is. The reported event is confirmed. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available as lot number was not available. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a fault was found at flex. No patient involvement. Upon device evaluation the width plate was noted to be damaged. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.